Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the treatment of a 60 mm abdominal aortic aneurysm. It was reported that when the patient returned for follow up, a type ia endoleak was observed on an ultrasound scan. An aortic cuff extension and heli-fx endoachors were implanted in the patient and successfully resolved the event. The physician has reported the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.